Event description:
Routine complaint investigation identified a higher reading of 401 mg/dl on a medisense precision xtra monitor when compared to a laboratory result of 72 mg/dl. When these values are plotted on a clark error grid, the results fall in the "c" showing clinical significance. No death, serious injury or medical intervention was reported.